Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that they were encountering numerous communication errors while attempting to interrogate a newly implanted generator. The surgeon additionally stated that he believed "something to be wrong with the wand as the data receive light never came on when they attempted several interrogations which resulted in communication errors." Programming wand was subsequently returned to MFR for product analysis. During analysis the reported issue, communication difficulties, was confirmed. The wand serial cable, which produced communication errors, had an intermittent conductor. After the serial cable was substituted, successful functional test results verified consistent communication of the wand.